Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for evaluation. Procedural images were not provided; therefore the reported event could not be confirmed. The instructions for use (IFU) identifies in-stent thrombosis as a potential complication associated with use of the device.

Event description:
It was reported that a fred flow diverter was implanted to treat a saccular aneurysm located in the supraclinoid segment of the left internal carotid artery. Two years post implantation, on (B)(6) 2021, the stent was found to be occluded. Percutaneous transluminal angiography was performed and was unsuccessful. The patient is asymptomatic. The patient had been on asa aspirin 100 mg and prasugrel since (B)(6) 2020. The patient was also prescribed clopidogrel in (B)(6) 2020, ending treatment the same month.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for evaluation. Procedural images were not provided; therefore the reported event could not be confirmed. The instructions for use (IFU) identifies in-stent thrombosis as a potential complication associated with use of the device.

Event description:
It was reported that a fred flow diverter was implanted to treat a saccular aneurysm located in the supraclinoid segment of the left internal carotid artery. Two years post implantation, on (B)(6) 2021, the stent was found to be occluded. Percutaneous transluminal angiography was performed and was unsuccessful. The patient is asymptomatic. The patient had been on asa aspirin 100 mg and prasugrel since (B)(6) 2020. The patient was also prescribed clopidogrel in (B)(6) 2020, ending treatment the same month.

Manufacturer narrative:
B5 - the stent was found to be occluded one year post implantation.